Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to the keypad connector unlocked. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's down arrow button was unresponsive after being exposed to sweat. Blood glucose level at the time of the incident was 135 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to the keypad connector unlocked. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.